Manufacturer narrative:
The customer returned 1 video and 1 defective sample. The video shows that the extension tubing of the sample is leaking. The defective sample shows that the sku is 383082, the batch code is 3353658, there is a damage in the extension tubing, the wound is very thin and circular, and there is no trace of being clamped or being pulled. DHR/bhr review lot 3353658: this batch of products were assembled at intima ii auto line 4 in january 2024, and packaged at r245 package line in january 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The extension tubing batch used in this batch of products is 3332039, review the raw material inspection records, no abnormalities. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the extension tubing. According to the damage state of the extension tubing, it is inferred that the damage is caused by sharp tools such as knives. Analysis from the production process: the product does not touch sharp tools such as knives in the manufacturing process. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): through the inspection and analysis of defective sample, it is inferred that the damage in the extension tubing is caused by sharp tools such as knives. Since no abnormalities are found in the process and retained sample, and the products do not touch sharp tools such as knives during manufacturing, the root cause of the damage of the extension tubing cannot be determined. This defect has never occurred, and the plant will continue to pay attention.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc leaked. Nurse practitioner reported that fluid leakage from an indwelling needle extension tube was discovered during puncture of a patient, number of units affected 1, sample could not be returned, photographs unavailable, video available, green claim required, complaint response letter required, complaint acceptance letter not required.